Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The implant date of the trifecta valve has been estimated as only the year of implant was provided.

Event description:
It was reported on an unknown date in 2015 a 25mm trifecta valve was implanted. The patient now has aortic stenosis and is requiring explant. The explant procedure has not been scheduled yet. The patient status is unknown. Additional information was requested but not available.

Manufacturer narrative:
An event of aortic stenosis was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.